Event description:
It was reported that customer previously experienced cartridge alarm 30 on tandem mobi pump, which did not occur during cartridge loading and had not been reported before with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer was able to successfully load cartridge, resume insulin therapy, and issue was resolved without need for further action.